Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have the pitch cable broken at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument housing was removed, and the pitch cable was found to be dislodged. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The instrument was found to have a pitch cable dislodged inside the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged.

Event description:
It was reported that during a da vinci-assisted proctocolectomy surgical procedure, the small grasping retractor had wires sticking out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.